Manufacturer narrative:
Additional information was added to h6, h7, h9, and h11: h11: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed, and the presence of dark spots on the reported samples were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter contamination observed in four (4) exactamix vented high-volume inlets. Two inlets had contamination that was described as ¿fiber in pouch¿, one had contamination that was described as ¿dirty white connector¿, and one had contamination that was described as ¿spot on tube¿. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.